Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 140h had an external dialysate leak from the header due to "difficulty of air elimination". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d10, h3, h6 and h10 h3: the actual sample was returned for investigation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause was a crack in the welding seam. The cause of the crack manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.